Event description:
A bridge assurant biliary stent system was inserted into a patient for the treatment of a subclavian artery lesion. Vessel morphology was severity calcified. It was reported that due to the severe calcification in the vessel the physician was unable to advance the stent to the intended landing zone. Upon removal of the stent delivery system, the stent hit the edge of the introducer sheath which caused the stent to dislodge from the balloon. The stent was successfully snared and removed from the patient. The case was completed with another MFR's stent. The stent and delivery system were discarded by the user facility. No add'l clinical sequelae were reported and the patient is fine.